Manufacturer narrative:
Patient identifier and weight are unknown. However, patient weighed approximately (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-02455 and 3005099803-2011-02456 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen needle electrode, and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, a 3cm liver mass was to be ablated with a 5cm leveen electrode (mr# 3005099803-2011-02455). Multiple ablation treatments were administered with this electrode and energy was applied for a total time of approximately 40 minutes. During this time, the electrode was repositioned multiple times and partially retracted. The impedance failed to increase and roll-off was not able to be achieved. A 4cm coaccess electrode (mr# 3005099803-2011-02456) was then used to perform a second round of treatment, but after approximately 45 minutes roll-off had not been achieved. However, the physician chose to reposition the electrode and continue with the ablation. After another 5 minutes, roll-off was achieved. At the end of the case, the biomed tested both electrodes and found that each was delivering the set energy (90 watts). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.